Event description:
The patient was undergoing a coil embolization procedure in the left middle cerebral artery (mca) using a penumbra smart coils (smart coil), penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced a smart coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. While attempting to retract the smart coil, the coil unintentionally detached within the microcatheter. It is unknown if the detached smart coil was removed or implanted in the patient. The procedure was completed using a new smart coil, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.